Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# v230720, implanted: 2009 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) on lasted for 16 months. It was noted the patient was having a replacement surgery tomorrow. The reporter stated they wanted to make sure they get a rechargeable ins. It was noted that this was the patient¿s fourth ins on their right side. It was further noted the ins on the patient¿s left side was working beautifully. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the implantable neurostimulator (ins) was nearing end of service. It was noted that the patient¿s setting had a high current. There were no abnormal impedance measurements. The battery depletion was normal. The patient had a replacement on (B)(6) 2013. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID 3389s-40, lot# v230720, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
Intervention required no longer applied due to normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.